Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: no defect was found during investigation. Visual inspect confirmed that the keypad button cover was intact to the base with no evidence of peeling. Testing confirmed that all keypad buttons were responsive. No contamination was visible under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that all of the keypad buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.